Event description:
On (B)(6) 2012, the patient contacted animas stating that the ok keypad button required hard presses to elicit a response. The patient noted that the keypad was peeling by the ok keypad button, and was unable to confirm whether this started before the tactile issues. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and cleaned the pump with a damp cloth and water. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn and peeling near the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast and up key contacts and the up contact was found to be misaligned. Unrelated to the complaint, no sound was detected during testing. The audible alarm circuit was examined and found a crack in a solder connection.